Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event after being high earlier in the day and changing supplies; the user's partner noted a downward glucose trend and the ilet provided an alert, after which the user treated with oral glucose per guidance and follow-up troubleshooting and education were completed. Symptoms included low blood glucose. Outcomes included successful self-treatment without outside assistance or medical intervention. Investigation included case review and follow-up call attempts, with blood glucose questionnaire information documented in a related record. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.